Manufacturer narrative:
"At this time, product has not yet been returned. An investigation has been performed for the reported complaint information. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with the reported failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. Mitigations are in place to reduce and prevent such issues. Manufacturing steps are monitored and verified during manufacturing process to ensure the medical device is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This complaint was reviewed and is being submitted as it has been reassessed as reportable as the result of retrospective review associated with a CAPA. All pertinent information available to abbott diabetes care has been submitted."

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 54 mg/dl compared to glucose values of 180 mg/dl respectively obtained on the comparison device, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. There was no report of death, serious injury, or mistreatment associated with this event.